Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the surgeon has having difficulty inserting the unknown nail due to bending of the nail. The nail had trouble passing the isthmus of the femur when inserted. The surgeon had to use force to insert the nail through the piriformis. The surgeon is questioning the bend of the nail and saying that it is different than the proximal femoral nailing system (tfna), thus making it more difficult to insert. Surgical delay is unknown. The patient and procedure outcome are unknown. This report is for one (1) unknown nail this is report 1 of 1 for (B)(4).